Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit shows that the lock has rotational and lateral movement and a residue buildup present. All worn components were replaced with new parts, and general cleaning and maintenance were performed. Root cause - the complaint is confirmed via inspection of the unit. The lock has movement while in the locked position, and the unit required cleaning and replacement of worn internal parts. The probable root cause is routine use and wear. Additionally, improper or suboptimal placement of the skull clamp can contribute to movement or slippage. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A surgeon reported that the mayfield modified skull clamp (a1059) moved while in the pins. Additional information has been requested.